Event description:
Boston scientific received information that during a normal generator replacement procedure, it was observed that the atrial lead had dislodged and was free floating in the atrium. It was noted that since implant, atrial threshold measurements were intermittent and high and sensing was poor. The physician attempted to reposition the lead, however experienced getting a non-boston scientific stylet down the lead. The lead was then successfully explanted from the patient and a new atrial lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted damage had occurred to the lead body and dried blood and bodily fluid had infiltrated through the helix housing and up through the lead lumen. The lead was then subject to resistance and pressure testing which verifies the lead's electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory technicians were unable to replicate the clinical observations in the field and the damage found to the lead during visual testing was determined to be procedurally induced.